Event description:
Philips received a report where the batteries overheated on a vertex gamma camera system and emitted vapors from the battery pack located in the ups. One technologist skin had skin reddening and another technologist had eyes and throat irritation. The one technologist went to outpatient care facility and was treated for the skin reddening and received cortisone shot as part her treatment. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).